Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All of our devices are 100% tested, and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the cerebral aneurysm (size: 24mm) flow diversion procedure, a carotid cavernous fistula (ccf) developed. This ccf was believed to have been caused by the distal access support catheter. The 2 flow diverter devices were placed successfully. The treating physician was expecting the ccf to disappear as thrombosis, but the patient's condition worsened 2 days later, and re-operation was needed. The re-operation consisted of coil embolization by tve in attempt to control the bleeding, but the bleeding could not be controlled completely. Mra was taken 7 days post intervention, and the aneurysm was confirmed to have disappeared completely, but it could not be confirmed if ccf still existed. The patient¿s left eye remains closed but currently being monitored. The aneurysm is in the internal carotid (ic)-cavernous, neck width is about 20mm (images are attached for reference), landing zone vessel diameter: distal 4.1mm, proximal 4.6mmm. The patient anatomy was slightly severe, and medium size in diameter.